Event description:
The ge oec 9800 fluoroscopy sys would not make x-rays. The facility biomed engineers had attempted to repair the sys for several days prior to this call for svc.

Manufacturer narrative:
A ge oec svc rep investigated the issue and isolated the malfunction to the snubber pcb. The snubber pcb was removed and replaced. The high voltage candlesticks were also cleaned and greased. The sys was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction, that occurred during a procedure.